Event description:
A report was received on 29 apr 2026 from the home therapy nurse (htn) of a 34-year-old female patient with a medical history including diabetes and end stage renal disease, who stated the patient was found vomiting and unresponsive during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 04 may from the htn who stated the patient experienced abdominal discomfort prior to treatment. Per the htn, emergency medical services (ems) were called and the patient was transported to the hospital, where she was pronounced deceased at an unspecified time on (B)(6) 2026.

Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable.